Event description:
The customer called and reported that the numbers on the insulin pump were continuously scrolling by themselves. Customer took the battery out, placed it back in, and received weak battery and button error alarms. The customer's blood glucose was 120 mg/dl. No significant events leading to the keypad issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, intermittent button response was noted due to a flattened up arrow dome switch. No button error alarm was noted and no display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.